Event description:
During an unknown procedure on a (B)(6) male patient, the sheath separated from the valve. The patient lost 10ml of blood. Additional information was provided that the anatomy of the patient was calcified. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this.

Manufacturer narrative:
(B)(4). A review of complaint history, documentation, and dimensional verification, manufacturing instructions (mi), quality control (qc) and a visual inspection was conducted during the investigation. One kcfw-6.0-38-40-rb-blkn sheath with dilator and valve were received with the valve separated from the sheath. Upon visual inspection of the device, the check-flo valve was separated from the sheath. The flare of the sheath appears to have two slight indentations from being pulled from the valve. The flare appears to be even and round apart from the damage done from being pulled through the cap. An inspection also confirmed the flare was the appropriate size. Design verification testing confirms hub/shaft: connection meets minimum tensile strength requirements of 15n per iso. There is no evidence to suggest that the product was not manufactured to specifications. Due to the deformation of the flare, root cause was found to be excessive pressure. Quality engineering assessed the risk and concluded the risk to patient remains acceptable with the addition of this complaint. No risk reduction activity is necessary. The appropriate internal personnel have been notified of this occurrence and we are continuing to monitor complaints for this failure mode.

Event description:
During an unknown procedure on a (B)(6) male patient, the sheath separated from the valve. The patient lost 10ml of blood. Additional information was provided that the anatomy of the patient was calcified. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this.

Manufacturer narrative:
(B)(4). The event is currently under investigation.